Event description:
It was reported during the coil embolization for a carotid artery c6 segment aneurysm procedure when the subject stent was advanced inside the catheter, it became stuck. When the physician was withdrawing the device, it was found prematurely deployed in the catheter shaft. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were not returned. A non-stryker coil was returned with the device. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. Functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The returned device met specifications when received for complaint investigation. Therefore, 'device within specifications' will be assigned. It was reported that when more than half of the stent had been pushed, resistance was encountered. Subsequently, the physician increased the force to push, and after the entire stent had entered the microcatheter by approximately 15 mm, it could no longer be advanced further. Multiple attempts failed to push it forward. The physician suspected a quality issue with the stent and thus withdrew the delivery wire of the stent. During the withdrawal process, the stent was completely deployed outside the body. More information received later stated that the subject stent deployed about 15mm from proximal section of microcatheter. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. Given the lack of damage to the stent, and the unavailability of the sheath and stent delivery wire, it is very difficult to determine why the stent might have encountered resistance when being advanced inside the microcatheter. In the case of this complaint, it is most likely that the issue occurred due to procedural or anatomical factors encountered during the procedure. Based on the review of all available information, the reported event of ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during the coil embolization for a carotid artery c6 segment aneurysm procedure when the subject stent was advanced inside the catheter, it became stuck. When the physician was withdrawing the device, it was found prematurely deployed in the catheter shaft. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.